Manufacturer narrative:
This electrode will not be returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to over-sensing of noise. Low r wave amplitude was also observed. It was noted, however, that according to both patient notes in the latitude remote patient monitoring system and current programming, it seems these are known issues and were managed. In any case, technical services wanted to highlight the episodes and recommended thorough lead troubleshooting. Of note, the associated subcutaneous implantable cardioverter defibrillator (s-ICD) will be replaced soon, and electrode troubleshooting will be conducted at that time. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received. Additional information later received indicates this electrode was explanted and replaced. No additional adverse patient effects were reported. This electrode is not expected to be returned for analysis.

Event description:
It was reported that this electrode delivered inappropriate shock therapy due to over-sensing of noise. Low r wave amplitude was also observed. It was noted, however, that according to both patient notes in the latitude remote patient monitoring system and current programming, it seems these are known issues and were managed. In any case, technical services wanted to highlight the episodes and recommended thorough lead troubleshooting. Of note, the associated subcutaneous implantable cardioverter defibrillator (s-ICD) will be replaced soon, and electrode troubleshooting will be conducted at that time. No additional adverse patient effects were reported outside of the inappropriate shocks the patient received.